Manufacturer narrative:
Returned device was received enclosure was cracked at drain fitting causing leak, both covers were cracked and line cord was worn. During the evaluation of the device the customer reported condition was confirmed cracked enclosure by drain fitting.problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer was leaking. No adverse patient effects were reported.